Manufacturer narrative:
Additional information was received on 29jan2024 that this event was a duplicate of another previously reported event (MDR# 1820334-2024-00067). No further reports will be filed under this complaint file, but rather under the original complaint file (MDR# 1820334-2024-00067). This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer phone = (B)(6), e1: customer additional phone = (B)(6), g4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during flexible lithotripsy, the user attempted to use the basket of the ngage nitinol stone extractor on the patient, there was no response despite pushing and pulling the handle. The user had to remove the device from the patient and switch to another same device to complete the procedure. A photo was provided showing the wires of the basket were detached from the basket sheath. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.